Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24095395 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 2420-0007 and batch # 24095395. It was reported by customer that IV tubing snapped when being placed in channel on alaris pump. IV tubing snapped at blue connector site. Verbatim: rcc received a complaint via email. The value analyst team at nyu received a report about gemini IV tubing. Ref (B)(4). Lot number 24095395. The report stated gemini IV tubing snapped when being placed in channel on alaris pump. IV tubing snapped at blue connector site. The tubing was sequestered to be sent back for quality review. Additional information received on 19dec. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 12/5/2024. 2. When was this defect observed? During or before use? During. 3. What was the impact to the patient or hcp? No impact. New tubing was used. 4. Did the reported issue result in any leaks? If so, what was the medication/fluid in use at the time of the event? Rn was placing gemini tubing primed with d5 into channel on alaris pump when the tubing snapped at the blue connector placed above the channel. 5. Was this a chemotherapy drug? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV tubing snapped when being placed in channel on alaris pump. IV tubing snapped at blue connector site.